Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the pocket was flattened out and sutured the ipg down. It was noted that the patient was newly implanted and the ipg was tilted. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. It was determined that the ipg was not sitting flat. The patient will undergo a revision procedure to reposition the ipg.

Event description:
A report was received that the patient was unable to charge the ipg. It was determined that the ipg was not sitting flat. The patient will undergo a revision procedure to reposition the ipg.